Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer advised started having hyperglycemia on (B)(6)-2015. His highest result was around 20.0 mmol/l. He was hospitalized on (B)(6)-2015 for dka. Patient said although he cannot say for sure that the pump is not delivering correctly, he still doesn't feel comfortable wearing because they noticed his readings went back up as soon as he went back on pump therapy. A request was made for the return of the device.